Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with insulin. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose (bg) level was 171 mg/dl during the time of the reported event. The customer loaded a new cartridge successfully. Additionally, the customer reported experiencing an elevated bg level of 291 mg/dl. A correction bolus was delivered to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.